Manufacturer narrative:
Per the use error: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input the inaccurate time and date due to user error. Tandem technical support assisted the customer with successfully adjusting the pump time/date. Customer's blood glucose (bg) level was 74 mg/dl. Insulin deliveries were terminated and food was consumed to address bg.